Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been cooling a baby in an arctic sun device for about 24 hours. They have a low flow message and on occasion it reads low air leak. Currently the flow rate was 1.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 37 percentage. Explained on the device the screen would always read low flow but should not read low air leak or give an audible alert. Asked to disconnect and reconnect the pads using proper technique should the low air leak message return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been cooling a baby in an arctic sun device for about 24 hours. They have a low flow message and on occasion it reads low air leak. Currently the flow rate was 1.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 37 percentage. Explained on the device the screen would always read low flow but should not read low air leak or give an audible alert. Asked to disconnect and reconnect the pads using proper technique should the low air leak message return.